Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic toxo igg results across the entire reference range for one patient generated by the unicel dxi 800 access immunoassay system. Subsequent testing on three additional analyzers produced the same erratic results. Erroneous results were not reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to this event.

Manufacturer narrative:
Per the customer, toxo igg qc has been within the customer's established ranges. The customer sent sample to customer product line support (cpls) east for additional testing. Cpls east was unable to replicate the customer's erratic results. A field service engineer (fse) was dispatched and verified instrument performance; noting that it was "ok". A definitive root cause has not been determined to date for this event.